Event description:
It was reported that the patient had post-surgery complications: in the ICU when the doctor was advancing the catheter over the swg that was placed in the male patient's right subclavian vein, the swg kinked and got stuck in the tip of the catheter. As a result, both swg and catheter were removed and a new kit was opened, however, the same issue occurred. It is not known if this caused a delay, however, there was no death or complications to the patient as a result of this occurrence. See MDR # 3006425876-2014-00212 for second complaint.

Manufacturer narrative:
(B)(4).